Manufacturer narrative:
The root cause for the mmf ø2.0mm x 8mm autodrive screw, p/n 209-2008, breaking could not be determined. The device was not returned for evaluation. There are multiple potential causes covered in the mfx IFU, p/n 030-1567: over torqueing during insertion, bottoming out the screw (which leads to over torqueing), not creating a pilot hole in dense bone, surgeon creating excessive abnormal functional stresses by over tightening the wire, and insufficient bone or poor bone quality. The review of dhrs does not identify any non-conformances with release. A two-year review of capas, ncr's, and complaints was performed. There have been no CAPA investigations for this device within the last two (2) years. The review of ncrs did not identify any related non-conformances. The review of complaints did not identify a similar issue for this part number. The risk of a screw breaking has been assessed within the mfx failure modes and effects analysis document. The severity for the potential causes are all rated as a 2. Per the risk management procedure, a rating of 2 indicates a "minor" severity level. The final risk rating was a "low". This issue will be monitored through routine trending.

Event description:
On september 20, 2017, osteomed was notified that during the fixation of mmf screws, one of them broke in the half, leaving half inside the patient's jaw. An osteomyia was performed to remove it and fixed another screw, without causing damage to the patient.

Event description:
On (B)(6) 2017, osteomed was notified that during the fixation of mmf screws, one of them broke in the half, leaving half inside the patient's jaw. An osteomyia was performed to remove it and fixed another screw, without causing damage to the patient.